Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. It was also reported that the patient experienced an infection under stitches and an abscess. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the infection and abscess. The patient was later discharged from the hospital. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j15038 and h13b07048 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.